Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, md (medical doctor) was unable to place the catheter over the guidewire. It would stop right at the hub area of the catheter. Product was unable to be placed properly. The catheter was occluded only with passage of wire. Otherwise, catheter was flushed normally prior to use. No other products being utilized with the device. The guide wire was not stuck, the guidewire was able to be removed from catheter when the wire did not pass through catheter. It was not necessary to remove the guide wire together (at the same time) with catheter. No tools used to remove the guide wire. No excessive force applied on the product. The guide wire was still intact. The guide wire was not frayed, coiled, unraveled. The guide wire used was the one included in the kit. The dimension of the device and the guide wire matched what was indicated on the label. There was no dimension issue noted. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. The catheter was not repaired. There was no leak. There was no luer adapter issue. No cleaning agent used on the device. Tego was not utilized. The insertion site was not treated prior to product placement. A new catheter was placed immediately after without any difficulty or issues. Guidewire was removed from patient after a replacement catheter was able to be used normally and the procedure was completed. There was approximately 20cc o f blood loss. Blood transfusion was not required. No intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was occluded. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.